Event description:
A customer reported that her freestyle freedom lite meter shut off during the test, displayed a battery icon, and also had a port issue. As a result of these issues, the customer reported that on (B)(6) 2011 at 10:00 am, she "fell down, twisted her right ankle and knee, and passed out because she was not able to take a test and she doesn't know what her reading is." During the phone call, the customer indicated she "had fallen down and passed out on more than one occasion", but was unable to provide further information regarding these event(s). When describing the event, the customer stated, "everything goes black, I go down, I can't stand up...I black out." No third-party medical intervention was reported. The customer indicated self-treatment with "percocet and thyroid medication", but also stated she takes percocet "because she just had back surgery." There is no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is available. The customer was unwilling to provide any additional information, therefore, no further information is available.